Manufacturer narrative:
During device evaluation it was confirmed that the bare wires of the device were exposed. Internal components were evaluated which also revealed that the rotor was corroded.

Event description:
It was reported that the device had bare wires exposed. This was noticed after a procedure. There was no patient involvement and no adverse consequences alleged with this event.